Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted, and grasping was performed. However, the gradient increased to 5mmhg. Therefore, the clip was removed and replaced. A second clip, a mitraclip nt (40212r1099) was inserted and deployed on the mitral valve. A third clip, a mitraclip nt (40708r1108), was inserted and deployed laterally to the first implanted clip. However, while removing the clip delivery system (cds), damage to the posterior leaflet was observed. The procedure was completed with one clip implanted. The clip was noted to be attached to both leaflets. The mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported unchanged mr appear to be related to the tissue injury (damage to the posterior leaflet). However, a cause for tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.